Manufacturer narrative:
Baxter requested the pump for evaluation but the biomedical engineer reported that the pump was evaluated and put back into service when no problems were found. Baxter requested the pump be retrieved. The biomedical engineer reported that the pump would need to be retrieved by central services who is in the process of locating the pump. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
Customer reported pump read occlusion alarm when administering dopamine to a patient. Patient line was patent. Customer switched to another pump. The patient's blood pressure dropped into the 50's at the time of the occlusion alarm. When pump was switched the blood pressure came up. The concentration, dosage, and rate of dopamine are unknown. The pump lunger was very difficult to move as if it needed lubricant. On 08/30/07 writer made contact with the risk manager to obtain additional information. Reportedly the incident was reported to medsun. Reportedly, the pt was admitted to the hospital in 2007 with vomiting and abdominal pain. The patient was diagnosed with a congenital fragmented hernia, had pulmonary hypertension, and was in the ICU when the event occurred. It is unknown for how long the patient sustained the decreased blood pressure, but the patient stabilized once the dopamine was switched to another pump. The patient was transferred out of the ICU on eight days later, and was discharged from the hospital on the following month.